Event description:
This pt experienced three occurrences of restenosis within two cypher stents over a nine month period. This pt was admitted for coronary intervention due to angina. The pt was currently taking aspirin, bisoprolol, and ticlid. The pt was taken electively to the cath lab where angiography revealed a de novo, 80%, concentric, diffused, ostial, bifurcated and highly calcified, type c lesion in the lma extending through the mid lad (30.95 mm in length). The lesion was pre-dilated with two 2.5x20mm balloons inflated within the bifurcation of the lad and lcx by kissing balloon technique; one to 6 atm and the other to 12 atm (respectively). A 2.5x28mm cypher stent was deployed within the mid-lad to 16 atm. An additional 3.0x18mm cypher stent was deployed ato 18 atm, overlapping the initial implanted cypher at the proximal end. Stent apposition was not satisfactory due to the heavy calcification at the mid area of the proximally placed cypher stent; therefore the stent was post-dilated, again wtih two 2.5x20mm balloons inflated withint he bifurcation of the lad and lcx by kissing balloon technique; one to 14 atms and the other to 20 atms (respectively). Per ivus, timi flow before and after the procedure was 3, and the residural % of stenosis was 0% during a six month scheduled follow-up, a 96% instent restenosis was observed inside the distally implanted cypher (2.5x28mm). The pt was asymptomatic. The pt returned to the cath lab the following day for re-intervention. The restenosis was treated with balloon angioplasty with a 2.5x10mm balloon inflated to 22 atms. Residual stenosis was reported to be 0% post intervention. Three months later (nine months post index), the pt returned for another sceduled followup angiogram. The pt was asymptomatic. Angiography revealed another 69% re-stenosis of the distally placed cypher stent (2.5x28mm) and also a new 68% restenosis within the proximally placed cypher stent (3.0x18mm). This new stenosis was noted at the point of postdilation during index. Two days later, the pt was brought back to the cath lab for re-intervention. The restenosis in both areas was treated with cutting balloon. In the mid-lad, a 2.5x10mm cutting balloon was inflated to 14 atms and in the proximal lad, a 3.0x10mm cutting balloon was inflated to 14 atms. The residual stenosis was reported to be 0% post procedure. The physician states that the probable cause of this event might be due to the heavily calcified nature of the vessel.